Event description:
Device appears to be undersensing on atrial lead on the current egm and vt-ns store. Atrial sensitivity 0.3 mv- measurement consistent with historical values. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).